Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a no delivery alarm on the insulin pump. The customer's blood glucose was over 160 mg/dl at the time of incident. Customer also reported their blood glucose rising to over 500 mg/dl. The customer was able to treat for their blood glucose with a manual injection. Customer stated insulin was able to exit when they manually primed the tubing. Customer reported they were able to resolve the alarm with a complete set change. The customer declined to return the product for analysis.